Event description:
Boston scientific provided the following information: significant noise reported on both ra and rv, documented atr and vt episodes, able to reproduce with minimal movement (lifted arms). Dr. Decided to program pacer off for now. Turned off device and scheduling patient for lead revision. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.